Manufacturer narrative:
The field service engineer (fse) did machine adjustment and a performance check. The system was working properly without any problems. Precision studies were performed and they were within specifications. On review of the alarm trace, abnormal aspiration and sample short errors were observed. These are indicators of possible poor sample quality. No further issues were reported after the service actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable results for 1 patient sample tested with calcium gen.2 (ca2) assay on a cobas 8000 c701 module serial number (B)(4). On (B)(6) 2023 the customer ran the sample and it resulted in an initial calcium value of 6.71mg/dl. The lis flagged the result as critical which prompted the rerun of the results. On (B)(6) 2013 the customer repeated the test and the calcium result was 9.17mg/dl. The results were reported outside of the laboratory. The repeat results deemed to be the correct results. The last calibration performed was on 6-feb 2023 and was acceptable. The laboratory performed qc on the days of the testing and they all passed.